Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alert. Hardware low level failure alert is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error after performing self test. Customer was able to clear the alarm and able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.